Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer successfully reloaded the same cartridge to resolve the issue. Additionally, the customer reported a "high" blood glucose (bg) level, per cgm meter reading; the cause was unknown. A manual injection was administered to address bg.